Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/10/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residue of lubricant material were also observed on lens. A large depression mark was observed on the lens surface. Both haptics were observed damaged/distorted. The condition of the returned product is consistent with a unit that has been previously handled and prepared for a surgical process. The complaint issue reported could not be verified. Manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the mrr (manufacturing record review). A search of the complaint database revealed that no additional investigations have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens was inserted and removed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient's capsular bag was already torn before the doctor implanted a z9002 20.0 diopter intraocular lens (iol) into the operative eye. Therefore, the lens was removed and no lens was put back into the eye. No additional information was provided.